Event description:
The patient was implanted with a gk nail left femur, in 2002. The customer stated pseudarthrosis and then the nail fracture in 2002. Following this event, the nail was removed and another similar nail was implanted in 2002.